Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device's right pad led failed to illuminate. This may cause confusion to pad placement, which may prevent or delay defibrillation. As a result, defibrillation therapy may be unavailable, if it was needed.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device's green status indicator was extinguished, as per the reported fault. Additionally, the right-hand side pads placement icon led did not light. This fault was attributed to a misaligned membrane tail. The device was scrapped by heartsine and the customer was provided with a replacement device.